Event description:
Per the clinic, the patient experienced pain with and without wearing the external sound processor. Subsequently, the internal magnet was removed on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.